Event description:
Asr revision; right asr resurfacing; reason for revision: alval/soft tissue reaction.

Manufacturer narrative:
The asr platform was voluntarily recalled from the market in august 2010, and the asr product codes are now considered inactive. Further investigation of this individual incident will not be undertaken, as there is an ongoing investigation regarding the root cause(s) and/or corrective actions. Ref. (B)(4). Depuy considers the investigation closed at this time. Should the product and/or additional information be received, the investigation will be re-opened. The correction/removal reporting number listed applies to the corresponding product code sold domestically.

Manufacturer narrative:
If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate. Depuy still considers this case closed to CAPA.

Event description:
New etq record created in order to update etq (legacy system) complaint number (B)(4). Reason for original complaint: asr revision. Right. Asr resurfacing. Reason(s) for revision: alval / soft tissue reaction. Update - marked as legal, added kid number, added additional hospital and additional surgeon, amended revision date. Taken from kennedys email dated 25th nov 2014. (B)(4). Additional hospital - (B)(6) hospital. Additional surgeon - (B)(6). Revision date - (B)(6) 2012.

Manufacturer narrative:
If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate. Depuy still considers this case closed to CAPA.

Event description:
New etq record created in order to update etq (legacy system) complaint number (B)(4) reason for original complaint - asr revision, right, asr resurfacing, reason(s) for revision: alval / soft tissue reaction. Update - marked as legal, added (B)(6) number, added additional hospital and additional surgeon, amended revision date. Taken from (B)(6) email dated 25th nov 2014. (B)(6), additional hospital - (B)(6), additional surgeon - mr (B)(6), revision date - (B)(6) 2012. Update - amended revision date. Taken from claimsuite dated 27th jan 2015. Date of revision: (B)(6) 2012.